Event description:
Unomedical reference number (B)(4). Event occurred in india it was reported that the patient faced an event of kinked cannula as the patient confirmed that the cannula was kinked more than normal after being used for one day. The insertion site was abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city:(b))6). Patient country: india